Manufacturer narrative:
H3, h6: the em controller, lot number: 1600856019, was returned to the manufacturer for analysis. Throughout four hours of bench testing, no issues were observed, as the unit functions as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system intermittently displays localizer faulted while using the em side emitter. Rep reported multiple occurrences, site resolves issue every time by reseating the site emitter. There was no patient involvement. When they plugged in the bob, they received a localizer faulted. The controller is new. They had to push the bob cord in a little more for them to not receive localizer faulted. Based on the pictures it appears that some of the pins in the bob are bent.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824r, product ID: 9735825, product ID: 9735824, : h3 - a manufacturer representative went to the site to service the system. Replaced the plugs for the em interface. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3) the controller and interface were returned for analysis. Functional testing determined the controller was functioning as designed. B01 c19 d14 apply functional testing determined the interface was determined to be malfunctioning causing the reported event. B01 c02 d02 apply medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.